Event description:
Terumo medical received information that a tr band leaked air, and a hematoma formed before the patient was moved from the procedure table. The patient was reported to be stable, and the estimated blood loss was less than 250 cc. The procedure performed was a cardiac catheterization. The event occurred post-operative. Additional information was received on 10 sep 2025: stated that the amount of time after the initial inflation to when the tr band was noted to be losing air was not available. The information relayed was that the band was placed, air leaked, and a hematoma formed. Terumo medical received FDA uf/importer report #(B)(4) on 18 sep 2025: the event description states that "at a sister hospital, several tr bands post procedures were found to be leaking air. Because the bands were not holding air in, an ineffective amount of pressure was being applied to the cardiac catheterization access site. Numerous patients experienced prolonged tr band application time or bleeding at the access site. It was found that the tr bands affected were all from the same lot." The original intended procedure was to prevent bleeding post cardiac catheterization.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).